Manufacturer narrative:
Additional information was received that the patient¿s wound was cleaned due to a small pucker in the wound that was not closing. The patient was doing well postoperatively.

Event description:
A report was received that the patient underwent a revision procedure wherein the wound was cleaned and the ipg was placed back in the same pocket. The physician did not believe that the wound was infected.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient underwent a revision procedure wherein the wound was cleaned and the ipg was placed back in the same pocket. The physician did not believe that the wound was infected.